Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev1244 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported huber needle migrating out of the port when they send patients home. No other information was provided.